Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a return in pain on their left side by their hip on (B)(6). The patient was having issues moving their legs and was only feeling a faint flutter from their stimulator. The patient noted that their device normally shocked them every 6 minutes. It was later clarified that the patient meant they felt stimulation every 6 minutes. The patient turned up their stimulation but it didn¿t help. The patient tried to check the device with the programmer but only the 9 volt battery light was showing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 389033, lot# j0337667v, implanted: (B)(6) 2003, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID 389033, lot# j0337667v, implanted: (B)(6) 2003, product type: lead. (B)(4).